Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the electrogram, low level, high frequency noise that was inhibiting pacing was noted on the implantable cardioverter-defibrillator. The possibility of myopotential oversensing was noted, and programming changes were recommended. Additional information received noted the patient passed away on (B)(6) 2020. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
Related manufacturer reference number: 2017865-2020-06341, 2017865-2020-06342it was reported that the patient presented remotely via merlin.net. Upon reviewing the electrogram, low level, high frequency noise that was inhibiting pacing was noted on the implantable cardioverter-defibrillator. The possibility of myopotential oversensing was noted, and programming changes were recommended. Additional information received noted the patient passed away (B)(6) 2020. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
B5: related manufacturer reference numbers were not included in the initial report. B5 statement has been updated. D11: concomitant medical products and therapy dates were not included in the initial report.